Manufacturer narrative:
Results, conclusion: cva/stroke. (B)(4).

Event description:
It is reported that the patient suffered a stroke approx. 38 months post index procedure. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: stroke.

Event description:
One endeavor sprint drug-eluting stent was implanted in the mid lad. Patient was asymptomatic at 30 day follow up. Approximately 3.5 months post index procedure, patient was diagnosed with ischemic stroke. Diagnosis was based on a radiological examination and was confirmed by a neurologist. Investigator reported embolism with new onset of atrial fibrillation. Investigator stated that the event was not related to study or study procedures.